Event description:
It was reported that an occlusion was present in the implanted valve and the patient's venticles became larger. The surgeon performed a manometer test and reported that opening pressure was set at 30 mm h20 but the valve was functioning at 150mm h2o. The valve was explanted and replaced.